Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device stopped working and wanted the device removed. The patient was trying to locate a healthcare provider. The indication for use was non-malignant pain. No patient symptoms reported.